Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics. The patient ended antibiotic therapy 21 days after onset of peritonitis. The cause and outcome of the peritonitis are unknown. Additional information was requested but is not available.